Event description:
A technician at this account discovered that all four casters on this stretcher would not hold. There were no injuries in this event.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician found that all 4 casters were worn beyond repair and replaced the casters on order to resolve the problem.